Event description:
The reporter indicated a +18.5 diopter aq2015a silicone aspheric three piece lens was inserted and a piece of lens was noted to be missing. The lens was removed and replaced. The reporter indicated the cause of the lens damage may have been due to the aq cartridge-fp.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No. (Other): the product pertaining to this complaint was not returned for evaluation. However, the lens was returned and visual inspection found a piece of the lens optic torn off and missing. There was evidence of dark surgical residue. Evaluation codes: conclusions - (no conclusion can be drawn): based on the complaint history and the evaluation of the returned lens, a specific root cause of the event could not be determined. (B)(4). Other text: cartridge not returned.